Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) failed to connect. The panel was lit but during the initialization, the same shutdown occurred. There was no patient involved, and no adverse event was reported.

Manufacturer narrative:
Explanation of late MDR: it was observed during an external audit at getinge (B)(6), that servicing practices at getinge (B)(6) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(6) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. The model name in the complaint is for the international product. However, this complaint refers to the domestic model, product number 0998-uc-3013-69-cs-100. Getinge evaluation findings: a supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed to connect. The panel was lit but during the initialization, the same shutdown occurred. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that the power supply needed to be replaced. However, to date, the customer has not approved the budget for the repairs, and from all indications, the unit will be decommissioned. If additional information is provided, we will submit a supplemental report. Updated fields: a1, a3, b4, b5, d4 (UDI #), e1 (email address), g4, g7, h2, h6, h10.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) failed to connect. The panel was lit but during the initialization, the same shutdown occurred. There was no patient involved, and no adverse event was reported.